Event description:
It was reported that the universal yoke buckled when the technician was attempting to upgrade to a different monitor.

Manufacturer narrative:
There is no established expiration date for this device. Device manufacture date is unk at this point in time. It was determined that the failure of the universal flat panel yoke occurred during an installation of a different monitor. The technician was upgrading the monitor that was currently installed on the yoke. After inspecting the weld length located at the pitch arm/height adjustment joint, it was determined that the welds were not sufficient for the yoke. There were no adverse consequences as a result of this malfunction. There is a potential for harm if the monitor were to fall a few inches because it could injure a user by falling on their head or other upper body extremity. This is not a single use device.